Event description:
It was reported that the previous inflatable penile prosthesis (ipp) was removed previously due to infection. The patient came back and a new tactra malleable prosthesis was implanted. No information about the patient's outcome was provided.